Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found an error in the update history, the electrocardiogram (ECG) connector was loose and the hinges were worn. (B)(4)

Event description:
It was reported that the programmer was not working. No more information was available. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.